Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. Quality control (qc) recovered within the range on the day of the event. The customer observed dried yellow fluid leakage behind the integrated multisensor technology (imt) sensor tower. The customer stated that all consumable tubings were good and that the leak was not active leak. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found leak behind the imt tower, replaced x3 tubing and imt drain tubing, and ran conditioning. Next, the cse observed corrosion in the imt pump connection, cleaned, reconnected, and adjusted the connection, ran patient precision test five times, which passed, and ran qc, which recovered acceptably. Siemens evaluated the event and determined that a flow issue through imt potentially contributed to the falsely depressed na results. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. For sample identifier (B)(6), the erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the original system. The repeat result was higher than the erroneous result and matched the patient¿s clinical picture. The repeat result was reported as the correct result to the physician(s). For the other samples, the customer did not provide any patient data to siemens, such as date(s) of testing, sample identifiers, erroneous results, or correct reported results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.